Event description:
It was reported that the patient had abnormal impedances on both left and right sides. The patient has dystonia, and had been experiencing less efficacy in symptom relief. The patient was referred for an exploratory surgery with dr. (B)(6). The hcp opened and cleaned the extension wire ends, inserted into the ins and impedance check was performed which showed no change vs pre op values. Then the left lead was disconnected from the extension and the lead impedance check was performed using a twist lock cable, which showed the impedances in the normal range. Based on these results, the hcp decided to explant the old extensions and replace those with new ones. The old extensions broke while explanting and the surgeon suspects some metal wire pieces might be left still left in the patient¿s body. Impedance check was performed after the implantation of the new extensions, which showed all electrode impedances to be normal except contact 0. The hcp cleaned the left extension wire at the ins as well as at the lead-extension connection, despite of which there was no change in impedance value of contact 0. The surgeon decided to close after these troubleshooting steps. The device was turned on to the original settings and patient was observed in the post op and she reported improvement in her symptoms. It was unknown if the issue resolved.

Manufacturer narrative:
Concomitant products: product ID: 37085-40, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2022, product type: extension. Product ID: 37085-40, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6)2022, product type: extension. Product ID: 3387s-40, lot#: v455827, implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 37085-40, serial/lot #: (B)(4), ubd: 28-apr-2014, UDI#: (B)(4); product ID: 37085-40, serial/lot #: (B)(4), ubd: 28-apr-2014, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 02-nov-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the high impedances on all contacts, except contact 0 (ranging from 8 ,372-9,105), resolved post-operatively.